Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range pacing impedance, decreased sensing, increased pacing threshold measurements, loss of capture (loc) and oversensed noise. The noise could be reproduced with pocket manipulation. Surgical intervention was performed and a loose connection was found and resolved. The device and lead remain in service. No adverse patient effects were reported.